Event description:
The patient experienced stimulation in the wrong location following a fall. An x-ray taken after the fall confirmed that the lead had not moved (date of x-ray not reported). The patient was at home at the time of the report; his status was reported as 'good'. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.